Manufacturer narrative:
A boston scientific technical services consultant discussed and documented the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to pacing impedance measurements greater than 2000 ohms on the atrial channel. The patient was brought into the office and testing was performed. Device function was normal with all measurements within normal limits. An x-ray was not performed. Subsequent transmissions from the remote monitoring system have continued to show similar lead trends and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received stating this system was still exhibiting varying and out of range pacing impedance measurements on the atrial channel. A review of the stored and presenting data did not identify any noise. The caller requested review of the stored episodes of atrial tachycardia response (atr). A boston scientific technical services consultant informed the caller that the varying pacing impedance measurements can cause grounding issues in the system, resulting in the minute ventilation (mv) signal to not be filtered out of the egm signal. This interaction could result in the oversensing and the inappropriate stored atr episodes. The consultant informed the caller they have the option to program off the respiratory rate trend (rrt) feature. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.